Event description:
Poly insert dislocation was reported for pt with a total knee implant. Revision surgery is planned.

Manufacturer narrative:
Poly insert dislocation was reported for pt with a total knee implant. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to spec.